Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device displayed error -blockage detected-. This has happened repeatedly over last couple weeks, by both this pump and sn (B)(4) and possibly involves quickset lot 5346655. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Device was returned for evaluation. Tamper seal was not removed and syringe port was found damaged on rear housing. The investigation was unable to duplicate the customer's reported problem with blockage. The device passed all functional tests. However, there was a crack around the syringe port and the liquid crystal display (lcd) has missing segments. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream sensor (dso) as preventive measure. Replace lcd and rear housing. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.